Event description:
A pt experienced severe acute pain with stimulation turned on. The pt's device was reprogrammed, however, the issue remained unresolved. It was noted that previously the pt had fallen last (B)(6) of 2010 and later in (B)(6), stimulation had stopped working "out of the blue." The pt was not sure if the fall was related to the issue. The pt was noted to be at home in fair condition. Additional info is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).